Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Additional information and correction. Indication for use: changed from post cardiotomy cardiogenic shock (pccs) to elective placement.

Manufacturer narrative:
B5: added updated clinical review.

Event description:
A 63 year old male with postcardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai stage c underwent placement of an impella 5.5 device via direct surgical aortic access in the operating room on (B)(6) 2026 at 13:00 for elective placement. Upon initial device placement, the automated impella controller (aic) displayed a high purge pressure alert, which briefly escalated to a purge system blocked alarm before returning to high purge pressure. The patient also had ventricular fibrillation. Based on available information, the impella 5.5 device generated high purge pressure and purge system blocked alarms shortly after implantation, consistent with a purge pathway obstruction. The issue did not resolve with standard troubleshooting or purge cassette replacement but improved following administration of tpa to the purge fluid, resulting in normalized purge parameters. Tpa is an off label use with impella. No direct device malfunction was alleged, and no returned product is available for evaluation. The patient remains on support, and clinical outcomes are pending. Tr 13feb2026.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ventricular fibrillation could not be determined due to insufficient clinical information. Regarding the high purge pressure, the cause could not be determined as no product or logs were returned for evaluation. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 63-year-old male with post cardiotomy cardiogenic shock (pccs) and a pre support clinical state consistent with scai stage c underwent placement of an impella 5.5 device via direct surgical aortic access in the operating room on (B)(6) 2026 at 13:00. Upon initial device placement, the automated impella controller (aic) displayed a high purge pressure alert, which briefly escalated to a purge system blocked alarm before returning to high purge pressure. The patient also had ventricular fibrillation. Based on available information, the impella 5.5 device generated high purge pressure and purge system blocked alarms shortly after implantation, consistent with a purge pathway obstruction. The issue did not resolve with standard troubleshooting or purge cassette replacement but improved following administration of tpa to the purge fluid, resulting in normalized purge parameters. Tpa is an off-label use with impella. No direct device malfunction was alleged, and no returned product is available for evaluation. The patient remains on support, and clinical outcomes are pending.

Event description:
Additional information has been received upon request: "the patient has not been taken off support yet. The return kit has not been received."

Manufacturer narrative:
B5 updated. Corrected data. The impella placement was elective (b5). Investigation summary the cause of the ventricle fibrillation was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.